Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The active tip shows activation marks. The suction tube, the cable and connector are in good condition. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr arctic suction elect dome: the device was not received in its original packaging, a bag only. The tip has tissue debris in the suction ports. Handle is in used condition, no misuse. Cable and plug assemble are in used condition, procedural residue visible in suction tube. The articulating portion of the polyurethane sleeve is twisted. During our investigation, the device passed electrical testing and failed functional testing. Additional flow rate test was conducted and the device still failed to reach the minimum specification. Evaluation of the device revealed that blocked tip most likely has occurred because the tip was buried in tissue. The overall complaint was confirmed as the observed condition of the vapr arctic suction elect dome would have contributed to the complained device issue. Based on the investigation findings, the potential cause for clogged suction is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; if the electrode becomes covered with extensive tissue debris, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the vapr arctic suction elect dome device was found to be defective and did not produce suction even when the setting was turned up. The product was in the room during the procedure but could not be used. Another device was used to complete the procedure. There was no delay in the procedure reported. The exact date of this event was unknown but was noted to have occurred in 2025. There were no adverse patient consequences reported. No additional information was provided.